Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2025 based on the date the manufacturer became aware of the event. Block d6b: explant date 2025.

Event description:
It was reported that the patient experienced tenderness and pain at the pocket site. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted device was kept by the medical facility.